Event description:
It was reported that when the patient presented in-clinic for a follow-up, high capture threshold was observed. Lead dislodgement was noted during the revision procedure. The lead was explanted and replaced; patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.